Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes . Date returned to manufacturer: may 7, 2024. Section h3 - device evaluated by manufacturer? Yes . Device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection of the complaint lens revealed that it was coated in viscoelastic residue. The lens was cleaned revealing that it was cut and had surface damage with a piece of the lens missing. The complaint simplicity was inspected revealing plunger rod tip damage. There was no damage to the cartridge; however, opthalmic viscosurgical device (ovd) was not observed to be evenly distributed throughout the cartridge which can contribute to the complaint issues observed. No further issues were identified. The photograph and video provided by the customer were evaluated. The photograph and video show a pseudophakic eye where two crack-like marks can be observed on the lens. Due to the marks¿ location in a diffractive lens, it is probable for the issue to contribute to visual issues/disturbances in the event the lens remains implanted. A definitive clinical impact cannot be determined from a picture assessment. The root cause of the reported event cannot be determined from a picture assessment. The complaint issue "difficult to use" was not identified during photograph and product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the lens was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was difficult to implant, but the implantation procedure was performed despite of the difficulties. When the lens was in the eye, the optic had a visible defect, the surface appeared torn. The lens was removed and a new iol was inserted. No further details were provided.